Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button became progressively unresponsive, requiring connection to a charger to wake the screen; troubleshooting included removal of the case and request for video evidence, after which a replacement device was provided and the user completed setup and continued glucose monitoring without interruption. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included device replacement and continued therapy with the user¿s cgm while awaiting the new device. Investigation included customer support troubleshooting and device exchange logistics. Investigation of this case revealed an unresponsive mechanical control associated with the device¿s housing/button interface, consistent with a product component failure not affecting therapy delivery or alarms. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.